Manufacturer narrative:
(B)(4). The rt206 adult inspiratory-heated breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. The complaint rt206 breathing circuit is currently in transit to fisher & paykel healthcare (B)(4) for evaluation. We will provide a follow up report upon receipt of the complaint device and completion of our investigation.

Event description:
A hospital in (B)(6) reported via a distributor that an rt206 adult inspiratory-heated breathing circuit had a faulty inspiratory limb and a fault in the heater wire of the expiratory limb. No patient consequence was reported.

Manufacturer narrative:
Ps128648 the rt206 adult inspiratory-heated breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the complaint rt206 breathing circuit was returned to fisher & paykel healthcare in (B)(4) for evaluation. A visual inspection and a heater wire pin test was performed on the complaint device. Results: visual inspection revealed that the inspiratory limb appeared to have been crushed near the elbow. Full insertion of the heater wire adapter plug was not achieved for the inspiratory heater wire pins. One of the heater wire pins was found to be bent. A lot check was not performed as no lot number was provided. Conclusion: the damage on the inspiratory limb appeared to have been caused by a gripper tool. All rt206 breathing circuits are visually inspected and pressure tested prior to leaving the production line. Any breathing circuits that fail are rejected. This suggests that the damage occurred after the product was release for distribution. All breathing circuits are tested for connectivity and electrical continuity during production and those that fail are rejected. It is possible for the user to bend or split the heater wire pins during use if the heater wire adaptor is inserted into the heater wire plug on an angle. For damaged pins reported to us by healthcare facilities, it is impossible for us to determine whether the pins were bent or split during production or by the end user. The user instructions that accompany the rt206 breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms." Bent pins is not a MDR reportable complaint. Reporting of bent pins as an MDR was discontinued as of december 1st, 2012 with guidance from the MDR policy branch.

Event description:
A hospital in (B)(6) reported via a distributor that an rt206 adult inspiratory-heated breathing circuit had a faulty inspiratory limb and a fault in the heater wire of the expiratory limb. No patient consequence was reported.